Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a sensor error alarm. The customer¿s sensor glucose reading was 68 mg/dl while their blood glucose was 148 mg/dl. They calibrated but the alarm continued. When they removed the sensor, it was without a cannula. The sensor will not be returned for analysis.